Manufacturer narrative:
The item in question was requested for return. The investigation is pending.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): as reported: a patient was sent to the intensive care unit because a gas embolism was suspected. (Manufacturer's internal complaint #(B)(4)).

Manufacturer narrative:
The item in question was not returned for investigation. Despite several requests to the hospital, we were not able to obtain confirmation regarding the described event and if a gas embolism occurred or not, nor to obtain any further details. Therefore, an evaluation was based on complaint data. According to the evaluation results (dated 2022-04-01), the following root causes were probable: - the irrigation bag with the liquid ran empty during the operation and was not refilled. As a result, air got into the patient. - the tube set not vented before use. This would allow air to enter the patient. - the irrigation pressure was too high. This may have caused irrigation fluid to enter the patient. In conclusion, we were not able to confirm the event nor a product related malfunction. If new relevant information becomes available, the complaint will be reviewed and a revised supplement report will be provided, if required.